Event description:
When PICC line dressing was being changed, the nurse noted a drop of fluid where the catheter line meets the flange. The nurse then observed more leaking at this site. The catheter was removed.